Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: medical interpretation: lateral x-ray shows l5/s1 interbody fusion with the cage and pedicle screws. CT reconstructions show sclerosis with some reabsorption around the cage. Similar changes of cysts and sclerosis noted at l4 (level not instrumented). Inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.